Event description:
It was reported that the patient experienced inadequate stimulation. It was also noted that the patient could no longer charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per physicians preference.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from date manufacturer was made aware.